Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pacing impedance measurements of around 1500 ohms along with loss of capture (loc) at max output. There were no reports of asystole. This ra lead was abandoned surgically and capped. Several years later, another revision was performed to replace the left ventricular (lv) lead. Testing was performed on this ra lead and high out of range measurements were noted. The ra lead was explanted. No additional adverse patient effects were reported. The ra lead is not expected to be returned.